Event description:
It was reported that when the device was removed from the packaging, a piece of plastic was observed to be fractured. There was no patient involvement and the device was not used in a patient. Another proglide device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.